Event description:
"Writer attempted to inject vaccine into arm of client, plunger did not depress. Writer was unable to aspirate or move plunger in any way. Unable to detach needle from syringe as not possible to do so due to design of combined syringe and needle. Dose was discarded, new dose of vaccine was obtained and given successfully."